Event description:
It was reported that when using the bd pyxis¿ medbank tower the bioid was not working.the customer reported that there was a delay in dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio ID) was failed, and an error message had appeared. A field service engineer (fse) confirmed that the bio ID was functioning correctly through the hardware test application (hta). The fse worked with the customer and successfully logged in using the username and personal identification number (pin). Customer fingerprint was re-registered, and functionality was verified through the station application. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.